Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of the clinical documents. Previous skin irritation from having chemotherapy post operatively may have contributed to the reported event. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 211220, comprehensive segmental revision system proximal body - large, 408330, 211229, comprehensive segmental revision system modular regenerex augment w/ screw, 916390, 211230, comprehensive segmental revision system modular stem w/ screw, 653070. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00639, 0001825034 - 2019 - 00635, 0001825034 - 2019 - 00637. Not returned to manufacturer.

Event description:
It has been reported that patient was revised approximately six months post-implantation due to infection. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.